Event description:
It was reported via the risk manager received notice of claim and medical records from patient¿s attorney which indicate patient underwent a laparoscopic sleeve gastrectomy with no difficulties noted with stapling. An upper gi was done 3 weeks postop and showed no leak or obstruction. Four months later, the patient developed fever, nausea, vomiting, and abdominal pain and had a CT scan which demonstrated multiple abscesses intra-abdominally suggestive of a leak. The patient underwent a diagnostic laparoscopy where a subhepatic abscess was identified coming from the inferior surface of the left lobe of the liver. The tissue was noted to be necrotic and due to bleeding, surgery was converted to open. Operative note states sleeve gastrectomy was evaluated and the medial aspect was closely approximated to the liver abscess. ¿some of the adjacent tissues to the liver abscess appeared friable, but there was no frank perforation seen.¿ an upper endoscopy was performed to investigate the staple line, and no site of active perforation was seen. A leak test was performed that demonstrated no leakage from the staple line. The patient was ultimately discharged two weeks later to a rehab facility. Patient discharged from rehab 3 months later.

Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2022. Medical records received and attached. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.